Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was receiving an unknown drug at an unknown concentration, dose and frequency via intrathecal drug delivery pump for non-malignant pain. It was reported that the patient was going to see a surgeon because the pump was flipping and needed to be secured. It was reported that the pump therapy was not relieving the patient's pain. No further complications were reported/anticipated.